Event description:
Caller reported potential false negative hcg results for one pt. The pt was admitted on (B)(6) 2013 and screened for pregnancy. The urine sure-vue serum/urine hcg-stat tested negative and the CT scan was performed. The pt returned to the hospital on (B)(6) 2013 and another pregnancy test was performed which tested positive. Pt again returned to the hospital on (B)(6) 2013 to report that she was tested by her physician and was found to be eight (8) weeks pregnant, therefore at the time of the CT scan, the pt would have been approximately one (1) month pregnant. It is unk how the physician's diagnosis was made as there was no reported ultrasound or quantitative results provided. There was no additional pt information provided. No product or urine sample available for further testing.

Manufacturer narrative:
Investigation: the product number, product description, lot number and batch record were reviewed and no abnormal results were found. Lot number(s): hcg2110053. Expiration date(s): 09/01/2014. Control: 20miu/ml hcg urine lot: hcg121115-01, 203.2iu/ml hcg urine lot: hcg130307-01, 214.7iu/ml hcg urine lot: hcg130307-03, 240.5iu/ml hcg urine lot: hcg130307-04. Clinical positive urine samples from 3 pregnancy women. Summary of results: the retention devices meet qc specification. Detail as below: the 20miu/ml hcg urine control yielded correct positive results with retention devices at 3 minutes (n=15). The 203.2iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=3). The 214.7iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=3). The 240.5iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=3). The 3 clinical positive urine sample yielded clearly positive results with retention devices at 3 minutes (n=2 for each sample). Conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control, three (3) high levels of hcg urine controls, and three (3) clinical positive urine samples. All results were positive at read time. No false negatives were obtained. Per complaint information, no hcg quantification was provided at time of testing. Pt may have had hcg levels below or close to cut of which may have led to the false negative results. Manufacture batch record review did not uncover any abnormalities. Root cause could not be determined form the information provided. To date, one (1) complaint has been reported against this lot. This issue will be tracked and trended. Corrective action not required at this time.